Event description:
It was reported that during post-dilatation of a xience prime 2.5x12mm stent delivery system (sds) in the mid circumflex coronary artery, the stent melon seeded slightly forward resulting in the stent being deployed but not covering the lesion entirely. An attempt was made to use a second xience prime 2.5x8mm sds to cover the proximal circumflex lesion but it would not cross the lesion despite use of a buddy wire. Another non-abbott sds was also used but would not cross the lesion. The procedure was completed by post-dilating the lesion that remained uncovered. The patient will be closely monitored until their next angiogram. There was no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.